Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The imp,tsv,3.7,13,mtx,mg (tsvtb13) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The customer did not provide pictures or x-ray images of the reported event or product. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: tapered screw-vent® implant system 5161, rev. 3/12. & instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 7-01/16; breakage. The complainant reported that the implant was removed due to impression post fractured off into implant when the doctor was trying to remove the post just after placement. Based on the investigation and no return of the reported item, the complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age or date of birth: age and date of birth unknown / not provided. Weight: weight unknown / not provided. Reporter: last name unknown / not provided.

Event description:
It was reported that the screw of the impression post for the tsvtb13 implant fractured after placement when the doctor was trying to remove the impression coping (fixture mount). As a result, the implant was removed.